Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user was unable to find patient in pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was unable to find patient in pyxis system. A technical support specialist dialed into the station to check the current synchronization status. No communication errors were present, and data synchronization debug showed no issues. Verified synchronization information on the server and confirmed no problems. Cast downtime query also returned clean results. Customer confirmed no further assistance was needed, since the patient being discharged. The system functioned as intended after the technical support specialist verified the device.